Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient presented with shortness of breath. It was also reported that the right atrial (ra) lead measured very small p-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.